Event description:
Additional information received reported the patient met with their health care provider (hcp) and it was decided they should meet with their implanting physician to discuss further options. The appointment with the implanting physician had not been scheduled yet and at the time of the report the patient decided to not have their device or explanted. No cause of the end of service (eos) was determined and the patient¿s implantable pulse generator (ipg) was still depleted.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of ins (B)(4), found no significant anomaly. The ins was received with the eri and eos bit set. After the eos bit was set which turned off the output, the battery was going to recover some from the 2.2 volts eos level especially when high parameters were used or there was a significant drain from low impedance across the output. A longevity estimate based on the programmed settings of the active group a indicated an expected life of 1.35 months to eri and 4.35 months to eos. Longevity estimates based on programmed settings of groups b and c showed a shorter expected life than group a. Programmed settings from group d indicated a bit longer expected life at 3.66 months to eri and 6.66 months to eos, but this was still close to the length of time that the ins actually lasted. According to the trace report taken from the ins, the battery reached eri in 3.3 months and eos in 8.0 months.

Event description:
Additional information received about a month later reported that the battery was replaced on (B)(6) 2014. The explanted device was being returned for analysis. The patient was doing fine. The device was turned on again following the revision, and stimulation felt the same as it did before the old device became depleted.

Event description:
It was reported that there was premature battery depletion. It was noted that the action required as a result of the event was not yet taken, but was planned. The patient was considering risk/reward of replacement versus explant. Diagnostic testing or troubleshooting included impedance testing and other, the battery level was 2.595 and was showing end of service (eos). There was not a product issue reported and the cause of the issue was not determined. The battery had reached end of service in just over 7 months. Patient was alive with no injury. No patient symptoms were associated with the event. Additional information was requested, but had not been received as of the date of this report.